Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results were obtained from multiple patient samples processed on the vitros eciq immunodiagnostic system. No repairs have been made to the instrument at this time. The investigation did not determined whether the samples in question were processed in accordance with the tube manufacturer's recommendations. Cellular debris, due to poor sample preparation, may have been present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing or an instrument related event cannot be ruled out as contributing factors. The root cause of this event is unknown.

Event description:
The customer obtained multiple non-reproducible higher than expected vitros trop I es results from patient samples (patient 1"0.080 ng/ml" compared to "0" and patient 2 "0.070 ng/ml compared to 0.014 ng/ml) when processing on the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected results were not reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4). Note: this is two of two 3500a forms being submitted for this event as two devices were involved.